Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient report "bulge" and "intracapsular rupture". Later healthcare professional reported "capsular contracture baker grade IV". This record is for left side. The device was explanted.

Manufacturer narrative:
Clarification to b3: partial date of 2026 provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient report "bulge" and "intracapsular rupture". This record is for left side. The device remains implanted.